Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump touch screen was delayed in responding to presses. There was no adverse impact to customer's blood glucose level. No additional information was provided. Customer declined further troubleshooting with tandem technical support.